Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer¿s blood glucose level was 94 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.